Manufacturer narrative:
One week after the onset of peritonitis and hospitalization for the event, the patient recovered and was discharged from the hospital. At the time of this report, the patient was doing well, pd effluent was clear, and the antibiotic treatment was completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. On the same day, the patient began treatment with injection of vancomycin (1 gram stat, route not reported) and injection of unizox (1 gram, once a day, route not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, antibiotic therapy was ongoing; the patient remained hospitalized and was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.